Event description:
It was reported by a customer at hartford hospital that the cardiosave intra-aortic balloon pump (iabp) shutdown unexpectedly. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and found errors 111 and 112. The stm replaced the video generator board, due to the 112 error and the possibility of damaging from previous cable issues. The stm could not duplicate the shutdown failure. Subsequently, the stm performed a full calibration, functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported by a customer at hartford hospital that the cardiosave intra-aortic balloon pump (iabp) shutdown unexpectedly. There was no harm or injury to the patient and no adverse event was reported.